Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 180-181 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.